Manufacturer narrative:
D10: concomitant devices: unknown. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 64 months after a right knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, swelling, and instability. It was observed there was ¿large amounts of wear¿ on the polyethylene tibial insert, as well as ¿a lot of reactive synovial tissue with granulation.¿ the operative surgeon also noted mechanical loosening of the femoral implant, and cavitary lesions on the femur. The operative surgeon revised the right knee and replaced the tibial and femoral components. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10 concomitants: 4214161 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t; 4137524 200-02-35 - three peg patella 35mm. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, instability, and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. Additionally, the sequence of events as related to the reported wear, loosening, and instability cannot be confirmed and the contributions of each to the reported cannot be determined.